Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The ratcheting handle returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The end cap of the returned handle had been broken off. Otherwise, the tool retention and ratchet mechanisms are intact and functional. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the ratcheting handle was damaged. The strike plate broke off. No patient was present at the time of the event.